Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states that once the chair is turned on; when pressing the joystick forward the chair will surge forward, with an 8 flash error code then shuts down.